Event description:
It was reported that there were flow issues with the connection with a bd q-syte¿ luer access split-septum stand-alone device, bns. The following information was provided by the initial reporter, translated from japanese to english: the slit in the q-syte didn't open and customer couldn't connect with a syringe.

Manufacturer narrative:
H.6 investigation summary: quality engineer inspected the samples and photographs for evaluation. Bd received 1 q-syte assembly attached (bonded) to an extension set along with a 6ml syringe. Through the visual examination, the unit revealed the slit was missing on both the top and bottom disks of the assembly. Reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Potential root cause for the embedded foreign matter defect is associated with the molding process. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batch 9197780 is considered in compliance with our product specification requirements. Correction:d3 and g1 have been updated to the correct manufacturing location sandy as this product is part of a zat complaint. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were flow issues with the connection with a bd q-syte¿ luer access split-septum stand-alone device, bns. The following information was provided by the initial reporter, translated from (B)(6) to english: the slit in the q-syte didn't open and customer couldn't connect with a syringe.